Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that the catheter split. There was also a recent incident where an IV was placed with a split in it; fortunately, it did not break off into the patient. The nurse felt something was off while threading it and noticed the split before administering anything and pulled it out right away. Additional information 3/11/2026: one event did reach the patient and the patient complained of pain at insertion site. Negative outcomes: wasted product, staff not trusting that a 24 g will work properly. Additional information 3/17/2026: due to regulatory reporting requirements, please provide which reported event date and lot number is associated with the one event that occurred/was noticed during the IV insertion process. Event date was 2/24/26. Insyte autoguard winged yel 24ga x .75in 381512, lot 5267948.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of a damaged catheter could not be confirmed from the two photographs that were provided for investigation. The observable features on the submitted images did not contain enough information or details to confirm the complaint or identify a specific root cause of the reported event. No damage or defects could be identified on the 24g insyte autoguard IV catheter that was shown in the photograph. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.